Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
Journal pre-proof -endoscopic incisional therapy and other novel strategies for effective treatment of congenital esophageal stenosis¿; jessica yasuda, m.d.; steven staffa, m.d.; susannah clark, m.d.; peter ngo, m.d.; benjamin zendejas, m.d.; thomas hamilton, m.d.;russell jennings, m.d.; michael manfredi, m.d.; journal of pediatric surgery;accepted date: 4 january 2020; doi:https://doi.org/10.1016/j.jpedsurg.2020.01.013. The purpose of the study was that the doctors hypothesized that novel methods of endoscopic congenital esophageal stenosis (ces) management including endoscopic incisional therapy (eit) would lead to less surgical intervention. This article is a retrospectively reviewed the medical records of all patients with ces treated by our tertiary care center who had at least one endoscopy between july 2007 and july 2019. There are 4 (viabahn heparin coated endoprosthesis) stent migrations identified.